Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recall composix kugel mesh; therefore we are submitting this MDR based on the add'l info rec'd. Based on the review of medical records, pt underwent laparoscopic incisional ventral hernia repair with composix kugel mesh. The pt observed pain and cramping on either side of the implanted mesh after repair. After an ultrasound was conducted, a small fluid collection and small seroma were noted. On (B)(6) 2009, the pt underwent removal of displaced composix kugel mesh and repair of serosal defects. The surgeon noted a single prolene stitch and it appeared that the knot was not tied, suggesting an issue in fixation during initial implant surgery. Based on the info provided, it is unk whether the device may have caused or contributed to the adverse event. Additionally, no product has been returned. While recurrence and seroma are known adverse event's that is listed in the IFU, no conclusion can be drawn at this time.

Event description:
Based on the review of medical records provided by the pt's attorney: on (B)(6) 2007, pt underwent incisional ventral hernia plus umbilical hernia repair using composix kugel mesh. A defect in umbilicus was noted by the surgeon. On (B)(6) 2009, pt underwent primary repair of ventral and umbilical hernia. An explant of displaced composix kugel mesh was done at this time. It was noted the composix kugel mesh had folded and a loop of the small bowel had become adherent to composix kugel mesh. On (B)(6) 2009, pt underwent ventral hernia repair using composix kugel mesh. Lysis of adhesions were performed from the omentum to the anterior abdominal wall.